Event description:
It was reported that the device stopped working during a laparoscopic hysterectomy. After coagulation, the jaws would not open. It was not reported whether the jaws were on patient tissue at the time. There was no patient injury. Additional information was requested, but no additional information was received. A supplemental report will be sent if additional information becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaws appeared to be in alignment and were able to fully open and close without difficulty. The trigger, switches and levers were easy to operate and main handle latched and unlatched as designed. The blade was able to actuate and retract freely. The device passed all electrical testing. The device history record was reviewed, and no discrepancies were noted.